Manufacturer narrative:
The philips field service engineer (fse) was dispatched to the site to check the system. The table drop was caused by four flat washers being inadvertently re-installed on the brake mounting plate screws during the field correction. The washers were removed, and the system is now working as designed. (B)(4).

Event description:
After implementation of a field correction, the customer complained that they had a patient on the couch at the lowest position, the gantry lights went off and table dropped 2 inches to the floor. There was no report of death or serious injury.